Event description:
The patient posed on social media that eight days after their implantable cardioverter defibrillator (ICD) was implanted device "failed and shocked them repeatedly until comatose." The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.